Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller was expressing concern about the hcps knowledge of dbs. The caller was commenting that not many people know about dbs for epilepsy and shared that about a year ago they had 6 seizures in one day and was brought to a local ER and the doctor had to google the dbs because they had no idea what the caller was talking about and admitted the patient to the hospital and discharged the patient with amnesia.